Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the tip of the probe was broken in the sleeve noticed when the tip could not emulsify the lens properly in the phacoemulsification (phaco) mode during the cataract procedure. The tip was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. However, because a sample was not received and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The report of occlusion could not be confirmed due to a sample was not returned, therefore the root cause cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited in the photos attached to the parent complaint, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No action was taken for the report of occlusion due to no product was returned and the report could not be confirmed. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).